Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range.

Manufacturer narrative:
Concomitant medical products: addrl1 ipg implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. The right atrial (ra) lead and the right ventricular (rv) lead exhibited increase in impedance. It was also noted that the rv lead exhibited a polarity switch the leads remain in use. No patient complications have been reported as a result of this event.